Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that an insulin set broke a day before this report as the set detached itself at the quick release area for the first time while sleeping. The site was at the lower back and the pump was located on the bed. The infusion was in use for less than a day. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures or humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 16-oct-2019: follow up information was submitted because the complaint investigation results of returned used device (1) showed that tubing was detached from the tubing connector (cannula base piece). Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2018, the patient's insulin set broke, as the infusion set's tubing had detached itself at the quick release area, while sleeping. The site location was at the lower back and the pump was located on the bed. The infusion was in use for less than a day. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures or humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.